Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag with an open box from the lot number provided in the report. The label matches the product returned. Three of the bands did not return with the device. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device, the barrel was returned without any bands on it, and the trigger cord was not attached to the barrel. Three loose bands returned in the tray and one loose band was stuck to the inside of the barrel. There was a reddish brown substance present on the barrel. A visual examination of the device was performed. The barrel was placed on the end of an olympus gif q20 endoscope with an outer diameter of 11.0 mm and the barrel fit snugly without difficulties. The flexible portion of the barrel was inspected and it met specifications. The trigger cord was examined, and all twelve deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The information provided states the user placed the ligation device through an oxygen mask. As this device is mounted on the exterior of the endoscope the use of this device through an oxygen mask with a hole is not supported by the IFU. The IFU provides instructions for proper set up and use of the device. This is the most likely cause of this report. The instructions for use (IFU) states, "with handle in two way position, introduce endoscope into esophagus. After intubation, place handle in firing position." Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user placed the ligation device through an oxygen mask, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the patient was intubated and had an oxygen mask with hole on mouth to stick scope through. Tech in room said it was a little tight sticking scope with bander on through the mask and friction was there. Once through, the cap was off the scope and bands had deployed. They had to go back in to retrieve cap and bands from patient's esophagus and were successful. The cord of the bander was in 2 sticking out end of scope. Patient was able to go home. A grasper was used to retrieve barrel of bander and the bands themselves. Anesthesia and pulmonary came in to make sure there were no bands in patients airway, which there was not. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient was sent home.